Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to call back if any issues reappeared. No further action was required.